Event description:
It was reported the physician tried to introduce a 4f spyglass jl curve catheter into the right coronary artery. To accomplish that, they tried to change the curve using their fingers with the catheter outside the patient. When they tried to straighten the catheter, the tip broke. There were no resulting patient consequences.